Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding an external device to an implantable pump infusing an unknown drug. It was reported that each time the patient goes to use the handset they have to restart and it takes 5-10 minutes for it to cycle through where it says it is processing before it finishes instead of going through quickly like it should. Caller stated it just sits at 90%. Agent walked caller through closing all apps and clearing data. The issue was resolved through troubleshooting. Caller states working much faster now.